Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 23-jul-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) low r-waves and rising thresholds were noted during multiple deployments. It was observed that the patient experienced pericardial effusion and hypotension. A pericardiocentesis was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.